Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump had unexpected battery power loss alarm. Customer reported that they received the low battery alert prior to replace battery alert. The troubleshooting was performed for the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test and sleep current test. Blank display not confirmed. Low battery alert less than 1 week not confirmed. Unexpected battery power loss not confirmed. The pump failed the selftest due to lack of vibration. No vibration caused by moisture damage on the harness assembly vibrator. Insulin pump received with corroded battery tube and corroded battery tube spring.